Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16428. It was reported patient was unable to place ipg into MRI mode as the impedance reading were high. Patient was also not receiving effective therapy. As such surgical intervention is anticipated to take place at a future date.